Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the heater line of an amia automated pd cycler set. This occurred during set-up of the device for peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.